Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the explant procedure and outcome, but further information was unable to be obtained.

Event description:
It was reported via that the coil was stretched and protruding from the target location, requiring explantation. A 45cm embold packing coil was selected for use in an embolization procedure in the 4mm gastroduodenal artery (gda). A 4mm fibered coil was placed distally prior to the placement of this coil. This embold packing coil was placed in the gda without incident. However, upon follow up using CT, the coil was found to be stretched and extending out of the target vessel into the origin of the celiac artery into the proximal aorta and then descending to the right common femoral artery. The coil was scheduled to be explanted on (B)(6) 2025.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the explant procedure and outcome, but further information was unable to be obtained.

Event description:
It was reported that the coil was stretched and protruding from the target location, requiring explantation. A 45cm embold packing coil was selected for use in an embolization procedure in the 4mm gastroduodenal artery (gda). A 4mm fibered coil was placed distally prior to the placement of this coil. This embold packing coil was placed in the gda without incident. However, upon follow up using CT, the coil was found to be stretched and extending out of the target vessel into the origin of the celiac artery into the proximal aorta and then descending to the right common femoral artery. The coil was scheduled to be explanted on (B)(6) 2025. It was confirmed that the coil was explanted.